Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/27/2025, it was reported by a sales representative via email that an ar-1588rtt2-ib fibertag tightrope ii broke during the final tensioning. This was discovered during an aclr procedure on (B)(6) 2025. Additional information requested on 3/6/2025.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 03/10/2025: this issue occurred inside the patient, with no pieces breaking off in the patient. The case was completed by removing the graft and preparing it again. Another ar-1588rtt2-ib was used to complete the case, with a 45-minute case delay reported. No additional anesthesia was administered to the patient. There was no instrument used to prepare the bone socket of insertion of the implant the patient's bone quality was good bone. This was discovered during an acl recon procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the white sutures were damaged. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.